Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that programming changes were made in response to the rv lead sensing issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient's spouse that the lead was tested in the office and they think it's "bad".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had small r waves and exhibited t-wave oversensing (twos) post sense. The lead remains in use. No patient complications have been reported as a result of this event.